Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece attachment overheated after a few seconds during use. There was no patient impact.

Manufacturer narrative:
Analysis found the customer complaint has not been confirmed. Pre-repair temperature check performed at 60k after 5 minutes the distl/front bearing temperature was 94°f, the base was 88°f and the angle 88°f. No deviations have been found. The attachment has been successfully tested according to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.